Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 512222.

Event description:
It was reported that the patient was diagnosed with epidural hematoma and it was stated that the patient had numbness and no motor function in the left leg when waking up after the implant procedure. A lot of bruising was also noted around both incisions that extended between the two incisions following the implant procedure. After a day, the physician took the patient back to the operating room to remove the hematoma and placed a drain in the midline incision during the procedure. The patients symptoms were improving initially, however, the patients numbness worsened. The patient underwent an explant procedure and was doing well. The physician then ordered a physical therapy.